Event description:
It was reported that the insulin pump had an unresponsive up arrow button. The blood glucose reading was 12.4 mmol/l. The caller stated that the insulin pump was exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.